Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). As a result, lead revision was scheduled. During the procedure, the pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p), and a new left bundle branch (lbb) was plugged into the rv port. The chronic rv lead programmed off and was plugged into the left ventricular (lv) lead port. The crt-p was then programmed to rv only. This rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.